Event description:
The customer reported the system is saving images to the incorrect pt. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and erased the flash software, reformatted the hard drive, reloaded the base software and reloaded the flash software. The system operates as intended.